Event description:
It was reported that the 8800 system would intermittently lockup after system had remained on for several hours. Another system would be used to complete the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the single board computer (sbc) that included the sbc pcb and the system interface pcb. Also replaced the hard drive and reloaded the calibration files. The system was tested and found to be working as intended and placed back into service.